Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/28/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastics in the cartridge. The intraocular lens (iol) was not returned. No assembly errors were observed in the device. The customer's reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery a piece was torn off the optic of an intraocular lens (iol). There was no incision enlargement and no vitrectomy was performed. To date, the lens remains implanted in the patient's eye. No further information was provided.